Event description:
A patient from the (B)(6) study returned to the study site on (B)(6) 2013 for post-operative evaluation status post 2 chronos strips 6cc bma, 8cc local bone, four pedical screws (498.563, four locking caps (498.570), four 3d heads (498.571), two titanium rods (04.620.135), and one vertebral spacer (889.837) at level l4-l5 on (B)(6) 2011. The 6-month and 12-month retrospective radiographic evaluations were reviewed. The 6-month radiographic evaluation revealed posterior hardware was intact. However, the interbody fusion was not fused and was rated 1 (probably not solid) on the lenke scale of lumbar posterior fusion. The 12-month radiographic evaluation revealed posterior hardware was intact and the interbody fusion was not fused and rated 0 (definitely not solid) on the lenke scale of lumbar posterior fusion. Additional comments at both 6-month and 12-month evaluations reported that the disc plug had migrated into the spinal canal. The patient was reported as asymptomatic. No treatment was performed. This report is 11 of 16 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.